Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Guide/ sheath bend can be influenced by numerous factors including, high angle of insertion, excessive downward force; aggressive downward or torsional pressure by the user. Marker lumen blockage can be influenced by numerous factors including, under insertion, clogged marker port / lumen, improper insertion angle. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage and bend could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a superficial femoral artery interventional procedure. The device was successfully flushed with saline during prep. Reportedly, there was no blood flow from the marker lumen. When the device was removed, the sheath looked compressed. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.